Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn] , noticed that the black granules had come out of the wrap [device issue] , . Case narrative: this is a spontaneous report from a contactable consumer via us FDA (report number: mw5078110). A female patient of unspecified age started to receive thermacare muscle and joint (thermacare heatwrap) , device lot number (l)s68516 s 08/27 , expiration date 01jul2020 , from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. Concomitant medication included levothyroxine sodium (synthroid), rosuvastatin calcium (crestor), losartan (losartan), ergocalciferol (vit d), fish oil, tocopherol (omega 3), ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins). The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. The patient noticed that the "black granules" had come out of the wrap on (B)(6) 2018. The patient took off the wrap and applied a cool cloth and then hydrocortisone cream. The redness disappeared after a couple of hours. FDA assessed event report type was serious injury, events as other serious (important medical event). The action taken in response to event was unknown. The outcome of the events was recovered. The device was available for evaluation. As of 03aug2015, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (16jul2018): new information from a contactable consumer includes: patient details. Follow-up (16jul2018): new information reported from the pqc group includes: suspect product name and product investigation summary results.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn] , noticed that the black granules had come out of the wrap [device issue] , . Case narrative:this is a spontaneous report from a contactable nurse via us FDA (report number: mw5078110). A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number (l)s68516 s 08/27, expiration date 01jul2020, from (B)(6) 2018 at on patch per day for muscle soreness shoulder. Medical history included ongoing thyroid disease, ongoing hypertension, ongoing osteoarthritis, ongoing ddd (degenerative disc disease), hyperlipidemia and sensitive skin. Concomitant medication included levothyroxine sodium (synthroid) from 1976, rosuvastatin calcium (crestor) from 2002, losartan from 2014, ergocalciferol (vit d) from 2013, fish oil, tocopherol (omega 3) from 2003 and ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins) from 2013. The patient previously used thermacare heatwrap (thermacare menstrual) from 2006 for more than 12 years as needed for arthritis in the lower back and muscle tightness and used the wrap directly against the skin, she did not check at all under the wrap, did not experience the below same problem/symptom. The patient also previously used other heat products (electric heating pad, hot water bottle, microwave gel pack) for pain relief and did not experience any problem/symptom. The patient stated the color of the box was red. The patient was wearing several layers of clothing over the thermacare product including bra strap. She attached the adhesive to body. She used thermacare for 4 hours that day on (B)(6) 2018. The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. She checked her skin under the product while wearing thermacare when she noticed the black granules had come out of the product were stuck to sticky part of bra on (B)(6) 2018. The patient felt the granules on her skin and in her bra then took off to then remove wrap from shoulder. The patient applied a cool cloth and then hydrocortisone cream for event skin became reddened and burned. The symptoms last for less than 1 hour and disappeared. She was not admitted to hospital for any events. No treatment received for the black granules had come out of the wrap. She did not consult a healthcare professional for the symptoms. She read the usage instructions on thermacare before she used the product. She did not engage in exercise while using the product. She classified her skin tone as very light or fair. She did not have any abnormal skin conditions. FDA assessed event report type was serious injury, events as other serious (important medical event). The action taken in response to events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was resolved in (B)(6) 2018. The device was available for evaluation. As of 16jul2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (16jul2018): new information from a contactable nurse includes: patient details. Follow-up (16jul2018): new information reported from the pqc group includes: suspect product name and product investigation summary results. Follow-up (13aug2018): this is a follow-up report from a contactable nurse includes updated reporter, patient data (age), medical history, past drug data, concomitant drug data, device data (trade name updated, indication, start date, stop date, dose, frequency, action taken) and device details, evaluation codes updated, stop date of events, deny of hospitalization, treatment details and event details. Follow-up attempts are completed.  No further information is expected.

Manufacturer narrative:
Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the bat.

Event description:
Event verbatim [preferred term] applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn], noticed that the black granules had come out of the wrap [device leakage]. Case narrative:this is a spontaneous report from a contactable nurse via us FDA (report number: mw5078110). A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare muscle & joint) (device lot number s68516, expiration date 01jul2020) from (B)(6) 2018 at one patch per day for muscle soreness shoulder. Medical history included ongoing thyroid disease, ongoing hypertension, ongoing osteoarthritis, ongoing degenerative disc disease (ddd), hyperlipidemia and sensitive skin. Concomitant medication included levothyroxine sodium (synthroid) from 1976, rosuvastatin calcium (crestor) from 2002, losartan from 2014, ergocalciferol (vit d) from 2013, fish oil, tocopherol (omega 3) from 2003 and ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins) from 2013. The patient previously used thermacare heatwrap (thermacare menstrual) from 2006 for more than 12 years as needed for arthritis in the lower back and muscle tightness and used the wrap directly against the skin, she did not check at all under the wrap, did not experience the below same problem/symptom. The patient also previously used other heat products (electric heating pad, hot water bottle, microwave gel pack) for pain relief and did not experience any problem/symptom. The patient stated the color of the box was red. The patient was wearing several layers of clothing over the thermacare product including bra strap. She attached the adhesive to body. She used thermacare for 4 hours that day on (B)(6) 2018. The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. She checked her skin under the product while wearing thermacare when she noticed the black granules had come out of the product were stuck to sticky part of bra on (B)(6) 2018. The patient felt the granules on her skin and in her bra then took off to then remove wrap from shoulder. The patient applied a cool cloth and then hydrocortisone cream for event skin became reddened and burned. The symptoms last for less than 1 hour and disappeared. She was not admitted to hospital for any events. No treatment received for the black granules had come out of the wrap. She did not consult a healthcare professional for the symptoms. She read the usage instructions on thermacare before she used the product. She did not engage in exercise while using the product. She classified her skin tone as very light or fair. She did not have any abnormal skin conditions. FDA assessed event report type was serious injury, events as other serious (important medical event). Action taken in response to events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was resolved in (B)(6) 2018. As of 16jul2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 16aug2018, the root cause category is non assignable (complaint not confirmed). Consumer reports "skin became reddened and burned". The cause of the redness and burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer also reports the "black granules had come out of the wrap. The consumer was called and left a voicemail for the co-reporter requesting photos and mailing address for sample retrieval by pcom intake on (B)(6) 2018, no correspondence has been received regarding the sample as of 06aug2018. A previous complaint was confirmed to have a manufacturing related root cause for the complaint of adverse event-equipment, mechanical failure; the defect was caused by chemistry and brine mix being outside of the cells preventing sealing of the bottom and upper sheet of the heat pack making films due to brine being in the area around the cells preventing them from sealing, allowing chemistry to leak from the cell pack. Without the sample for evaluation, it cannot be confirmed if the current complaint is related to the previous investigation. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group on 09oct2018 included investigation results. Investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vacuum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of this incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vacuum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspection criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells. A visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cell packs with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in-process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instruction to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals. (Complete). Replace current brine manifold to dispensing plate supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed) implement a heat pack maker hourly inspection, including proper brine dispensing, stray chemistry, build-up in platens & seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3 mm to 5 mm. Complete evaluation of brine solution detectability by the quality check cameras either by coloring the brine solution or use of a strong uv absorber. Follow-up (16jul2018): new information from a contactable nurse includes: patient details. Follow-up (16jul2018): new information reported from the pqc group includes: suspect product name and product investigation summary results. Follow-up (13aug2018): this is a follow-up report from a contactable nurse includes updated reporter, patient data (age), medical history, past drug data, concomitant drug data, device data (trade name updated, indication, start date, stop date, dose, frequency, action taken) and device details, evaluation codes updated, stop date of events, deny of hospitalization, treatment details and event details. Follow-up (16aug2018): new information received from a product quality complaint group included: additional product investigation summary results. Follow-up (23aug2018): new information received in the form of a query response includes: updated suspect product from thermacare multi-purpose muscle pain to thermacare muscle & joint confirmed by the suspect product lot number. Follow-up (09oct2018): new information received from product quality complaints (pqc) group included: additional product quality investigation results. Company clinical evaluation comment: the above referenced lot number s68516 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020. Comment: the above referenced lot number s68516 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The root cause category is non assignable (complaint not confirmed). Consumer reports "skin became reddened and burned". The cause of the redness and burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer also reports the "black granules had come out of the wrap. The consumer was called and left a voicemail for the co-reporter requesting photos and mailing address for sample retrieval by pcom intake on (B)(6) 2018, no correspondence has been received regarding the sample as of (B)(6) 2018. A previous complaint was confirmed to have a manufacturing related root cause for the complaint of adverse event-equipment, mechanical failure; the defect was caused by chemistry and brine mix being outside of the cells preventing sealing of the bottom and upper sheet of the heat pack making films due to brine being in the area around the cells preventing them from sealing, allowing chemistry to leak from the cell pack . Without the sample for evaluation, it cannot be confirmed if the current complaint is related to the previous investigation. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspec.....

Event description:
Event verbatim [preferred term] applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn] , noticed that the black granules had come out of the wrap [device issue] , . Case narrative:this is a spontaneous report from a contactable nurse via us FDA (report number: mw5078110). A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwraps multi-purpose muscle pain), device lot number (l)s68516 s 08/27, expiration date: 07/01/2020, from (B)(6) 2018 at on patch per day for muscle soreness shoulder. Medical history included ongoing thyroid disease, ongoing hypertension, ongoing osteoarthritis, ongoing degenerative disc disease (ddd), hyperlipidemia and sensitive skin. Concomitant medication included levothyroxine sodium (synthroid) from 1976, rosuvastatin calcium (crestor) from 2002, losartan from 2014, ergocalciferol (vit d) from 2013, fish oil, tocopherol (omega 3) from 2003 and ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins) from 2013. The patient previously used thermacare heatwrap (thermacare menstrual) from 2006 for more than 12 years as needed for arthritis in the lower back and muscle tightness and used the wrap directly against the skin, she did not check at all under the wrap, did not experience the below same problem/symptom. The patient also previously used other heat products (electric heating pad, hot water bottle, microwave gel pack) for pain relief and did not experience any problem/symptom. The patient stated the color of the box was red. The patient was wearing several layers of clothing over the thermacare product including bra strap. She attached the adhesive to body. She used thermacare for 4 hours that day on (B)(6) 2018. The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. She checked her skin under the product while wearing thermacare when she noticed the black granules had come out of the product were stuck to sticky part of bra on (B)(6) 2018. The patient felt the granules on her skin and in her bra then took off to then remove wrap from shoulder. The patient applied a cool cloth and then hydrocortisone cream for event skin became reddened and burned. The symptoms last for less than 1 hour and disappeared. She was not admitted to hospital for any events. No treatment received for the black granules had come out of the wrap. She did not consult a healthcare professional for the symptoms. She read the usage instructions on thermacare before she used the product. She did not engage in exercise while using the product. She classified her skin tone as very light or fair. She did not have any abnormal skin conditions. FDA assessed event report type was serious injury, events as other serious (important medical event). The action taken in response to events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was resolved in (B)(6) 2018. As of (B)(6) 2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of (B)(6) 2018, the root cause category is non assignable (complaint not confirmed). Consumer reports "skin became reddened and burned". The cause of the redness and burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer also reports the "black granules had come out of the wrap. The consumer was called and left a voicemail for the co-reporter requesting photos and mailing address for sample retrieval by pcom intake on (B)(6) 2018, no correspondence has been received regarding the sample as of (B)(6) 2018. A previous complaint was confirmed to have a manufacturing related root cause for the complaint of adverse event-equipment, mechanical failure; the defect was caused by chemistry and brine mix being outside of the cells preventing sealing of the bottom and upper sheet of the heat pack making films due to brine being in the area around the cells preventing them from sealing, allowing chemistry to leak from the cell pack. Without the sample for evaluation, it cannot be confirmed if the current complaint is related to the previous investigation. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information from a contactable nurse includes: patient details. Follow-up ((B)(6) 2018): new information reported from the pqc group includes: suspect product name and product investigation summary results. Follow-up ((B)(6) 2018): this is a follow-up report from a contactable nurse includes updated reporter, patient data (age), medical history, past drug data, concomitant drug data, device data (trade name updated, indication, start date, stop date, dose, frequency, action taken) and device details, evaluation codes updated, stop date of events, deny of hospitalization, treatment details and event details. Follow-up attempts are completed.  No further information is expected. Follow-up ((B)(6) 2018): new information received from a product quality complaint group included: additional product investigation summary results.

Event description:
Applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn], noticed that the black granules had come out of the wrap [device issue]. Case narrative: this is a spontaneous report from a contactable consumer via us FDA (report number: mw5078110). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap) , device lot number (l)s68516 s 08/27 , expiration date 01jul2020 , from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. Concomitant medication included levothyroxine sodium (synthroid), rosuvastatin calcium (crestor), losartan (losartan), ergocalciferol (vit d), fish oil, tocopherol (omega 3), ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins). The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. The patient noticed that the "black granules" had come out of the wrap on (B)(6) 2018. The patient took off the wrap and applied a cool cloth and then hydrocortisone cream. The redness disappeared after a couple of hours. FDA assessed event report type was serious injury, events as other serious (important medical event). The action taken in response to event was unknown. The outcome of the events was recovered. The device was available for evaluation. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term] applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn] , noticed that the black granules had come out of the wrap [device issue]. Case narrative: this is a spontaneous report from a contactable consumer via us FDA (report number: mw5078110). A female patient of unspecified age started to receive thermacare heatwrap (thermacare heatwrap) , device lot number (l) s68516 s 08/27, expiration date 01jul2020, from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. Concomitant medication included levothyroxine sodium (synthroid), rosuvastatin calcium (crestor), losartan (losartan), ergocalciferol (vit d), fish oil, tocopherol (omega 3), ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins). The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. The patient noticed that the "black granules" had come out of the wrap on (B)(6) 2018. The patient took off the wrap and applied a cool cloth and then hydrocortisone cream. The redness disappeared after a couple of hours. FDA assessed event report type was serious injury, events as other serious (important medical event). The action taken in response to event was unknown. The outcome of the events was recovered. The device was available for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up (16jul2018): new information from a contactable consumer includes: patient details.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. The root cause category is non assignable (complaint not confirmed). Consumer reports "skin became reddened and burned". The cause of the redness and burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer also reports the "black granules had come out of the wrap. The consumer was called and left a voicemail for the co-reporter requesting photos and mailing address for sample retrieval by pcom intake on 13jul2018, no correspondence has been received regarding the sample as of 06aug2018. A previous complaint was confirmed to have a manufacturing related root cause for the complaint of adverse event-equipment, mechanical failure; the defect was caused by chemistry and brine mix being outside of the cells preventing sealing of the bottom and upper sheet of the heat pack making films due to brine being in the area around the cells preventing them from sealing, allowing chemistry to leak from the cell pack . Without the sample for evaluation, it cannot be confirmed if the current complaint is related to the previous investigation. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspec

Event description:
Applied thermacare heatwrap to shoulder area and my skin became reddened and burned [thermal burn] , noticed that the black granules had come out of the wrap [device issue] , . Case narrative:this is a spontaneous report from a contactable nurse via us FDA (report number: mw5078110). A (B)(6) female patient started to receive thermacare heatwrap (thermacare muscle and joint) (device lot number s68516, expiration date 01jul2020) from (B)(6) 2018 at one patch per day for muscle soreness shoulder. Medical history included ongoing thyroid disease, ongoing hypertension, ongoing osteoarthritis, ongoing degenerative disc disease (ddd), hyperlipidemia and sensitive skin. Concomitant medication included levothyroxine sodium (synthroid) from 1976, rosuvastatin calcium (crestor) from 2002, losartan from 2014, ergocalciferol (vit d) from 2013, fish oil, tocopherol (omega 3) from 2003 and ascorbic acid, ergocalciferol, folic acid, retinol, tocopherol, vitamin b nos (multiple vitamins) from 2013. The patient previously used thermacare heatwrap (thermacare menstrual) from 2006 for more than 12 years as needed for arthritis in the lower back and muscle tightness and used the wrap directly against the skin, she did not check at all under the wrap, did not experience the below same problem/symptom. The patient also previously used other heat products (electric heating pad, hot water bottle, microwave gel pack) for pain relief and did not experience any problem/symptom. The patient stated the color of the box was red. The patient was wearing several layers of clothing over the thermacare product including bra strap. She attached the adhesive to body. She used thermacare for 4 hours that day on (B)(6) 2018. The patient applied thermacare heatwraps on shoulder area and skin became reddened and burned on (B)(6) 2018. She checked her skin under the product while wearing thermacare when she noticed the black granules had come out of the product were stuck to sticky part of bra on (B)(6) 2018. The patient felt the granules on her skin and in her bra then took off to then remove wrap from shoulder. The patient applied a cool cloth and then hydrocortisone cream for event skin became reddened and burned. The symptoms last for less than 1 hour and disappeared. She was not admitted to hospital for any events. No treatment received for the black granules had come out of the wrap. She did not consult a healthcare professional for the symptoms. She read the usage instructions on thermacare before she used the product. She did not engage in exercise while using the product. She classified her skin tone as very light or fair. She did not have any abnormal skin conditions. FDA assessed event report type was serious injury, events as other serious (important medical event). Action taken in response to events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was resolved in (B)(6) 2018. As of 16jul2018, the product quality complaint (pqc) group investigation results stated that the root cause category is non-assignable (complaint not confirmed). The sample was not requested from consumer for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 16aug2018, the root cause category is non assignable (complaint not confirmed). Consumer reports "skin became reddened and burned". The cause of the redness and burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Consumer also reports the "black granules had come out of the wrap. The consumer was called and left a voicemail for the co-reporter requesting photos and mailing address for sample retrieval by pcom intake on 13jul2018, no correspondence has been received regarding the sample as of 06aug2018. A previous complaint was confirmed to have a manufacturing related root cause for the complaint of adverse event-equipment, mechanical failure; the defect was caused by chemistry and brine mix being outside of the cells preventing sealing of the bottom and upper sheet of the heat pack making films due to brine being in the area around the cells preventing them from sealing, allowing chemistry to leak from the cell pack. Without the sample for evaluation, it cannot be confirmed if the current complaint is related to the previous investigation. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (16jul2018): new information from a contactable nurse includes: patient details. Follow-up (16jul2018): new information reported from the pqc group includes: suspect product name and product investigation summary results. Follow-up (13aug2018): this is a follow-up report from a contactable nurse includes updated reporter, patient data (age), medical history, past drug data, concomitant drug data, device data (trade name updated, indication, start date, stop date, dose, frequency, action taken) and device details, evaluation codes updated, stop date of events, deny of hospitalization, treatment details and event details. Follow-up attempts are completed.  No further information is expected. Follow-up (16aug2018): new information received from a product quality complaint group included: additional product investigation summary results. Follow-up (23aug2018): new information received in the form of a query response includes: updated suspect product from thermacare multi-purpose muscle pain to thermacare muscle & joint confirmed by the suspect product lot number.